Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #'s: 1627487-2016-06088. Follow-up revealed the patient's ipg was explanted and replaced with a different model. The patient's lead was also explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #'s: 1627487-2016-06088. The patient has two leads from the same lot. It was reported the patient has been experiencing stimulation turning on and off by itself. It was also reported the patient has been receiving inadequate stimulation. An impedance check revealed low and high impedances. Reprogramming attempts have been unable to provide resolution. A CT scan was performed and revealed no anomalies. The patient may undergo surgical intervention on a later date.